Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the screen of the device turned white during use of the device on a patient. It was reported that the ventilation was not affected by this issue. No patient harm was reported.

Manufacturer narrative:
The device was examined on site by the dräger service and the gathered information, the service report as well as the log file were made available for further investigation. The ventilation was not affected by the reported issue. A faulty lc display and the lvds cable were identified as root cause of the reported event. A running ventilation is not affected by cockpit failures like black screen and affects only the display. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The dräger service replaced the lc display and the lvds cable which solved the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device turned white during use of the device on a patient. It was reported that the ventilation was not affected by this issue. No patient harm was reported.